Event description:
During attempted implant, the introducer could not be removed from the right ventricular (rv) lead. The insulation of the rv lead was twisted. A different introducer was used and a different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.